Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an external dialyzer leak. Estimated blood loss was 2cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up on the same machine. The sample has been discarded by the user facility and is not available for evaluation.

Manufacturer narrative:
Date rec'd was incorrectly documented on the initial submission sent on 12/04/2016. The date should have been recorded as 11/16/2015.